Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery on (B)(6) 2015 scheduled to replace (B)(4) backed out screws additional product malfunctions were noted which required additional medical intervention and caused a significant surgical delay. The original surgical plan was to replace only (B)(4) distal locking screws that had backed out of a variable angle (va) condylar plate. It was reported that the surgeon removed all backed out screws from the construct and continued with the operative plan which was to use the original plate, implanted on (B)(6) 2015, simply replacing with new distal screws. As the surgeon proceeded to place the second distal locking screw, he noted that the second screw continued to spin into the plate without locking. Upon inspection of the threaded end of the screws they were noted to be damaged; the treads were worn away and some portions of the screws that were supposed to be threaded were flat. The surgeon continued to have difficulty locking the screws into the plate, therefore the surgeon examined the distal end of plate and found that the plate was damaged and could not be used. Deducing that the plate was the source of the malfunction, the surgeon subsequently removed the partially implanted plate. Explanting the plate from the shaft involved making additional incisions to remove the partially implanted plate and six screws that were already affixed to the bone. The surgeon had to re-fixate provisionally the new plate, reducing the fracture and use a new set of screws to implant the plate. It was noted that two (2) additional screws, which were reported to have no product problem reported, were also removed. Additional medical intervention was required as coupled with the intraoperative events reported the patient's physiology made it necessary that the surgeon make extra incisions to remove the plate. Additionally, extra fluoroscopy and extended anesthesia was required as the surgery was delayed between 3 to 4 hours. This report addresses the intra-operative issues; the patient's revision surgery is captured in (B)(4). This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Product investigation summary: a visual inspection was completed on the returned device. No reported product problem alleged in the description or identified in the investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It was documented on november 2, 2015 that the device was returned on october 26, 2015. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.